Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on properly with functional display; auditory and vibratory alarms were found to be functioning appropriately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011 she was admitted to the hospital with a blood glucose (bg) of 47 mmol/l. The patient was treated with intravenous insulin but her bg remained elevated. She was reportedly waiting to have neck surgery which was performed on (B)(6) 2011. The patient was released on (B)(6) 2011 and the patient reportedly resumed the pump at dinner and her bg again elevated. The patient indicated that her activity is decreased due to her recent surgery. Troubleshooting showed no evidence of mechanical problems with the pump but assessment indicated that the patient likely needed to be retrained on using the pump. Customer support recommended the patient follow up with her health care provider to confirm settings and to receive pump training if continuing on pump therapy is deemed appropriate.